Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that their device was infected and they were waiting to hear from their healthcare provider (hcp) on what antibiotic they should use. They first diagnosed the infection on wednesday when they say hcp. Caller also stated that the therapy was not helping their urine problem at all, but they do think it's helping their bowels. Caller mentioned that they were also taking medication and that's helping too. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient added they're scheduled to follow-up with hcp in a couple weeks.